Event description:
It was reported that the pt was having a return of symptoms; specific symptoms were not provided. The pump volumes were accurate at the refill. The hcp believed that the drug might not be getting to the pt. Device troubleshooting was being considered. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info had been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).